Event description:
This lead was implanted on (B)(6) 2011 and is still in active implant. A call to technical services was made on (B)(6) 2014 stating that the patient had episodes of atrial mode switches but no stored episodes and the representative was having problems programming this. There is no further information provided. The physician was (B)(6) at the (B)(6) in the (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).